Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced air in the cavernous sinus. As reported, the patient was seen at their (B)(6) on (B)(6) 2026 for treatment of colon cancer with liver metastases where they were evaluated by one of their medical oncology providers and initiated on medication, folfox/avastin with a home infusion pump. The pump had been infused at a programmed rate of 1.6 ml per hour and the total reservoir volume of 73 ml. The given volume was 63.95 ml. Length of infusion is 46 hours. In the early morning hours on (B)(6) 2026 (approximately 3:00 a.m.), the patient contacted doctor reporting severe, generalized pain and stating they felt as though they were going to die. Doctor instructed the patient to call 911 for immediate evaluation. Upon arrival at (B)(6) hospital, the emergency department initially suspected a stemi and planned transfer to (B)(6) for further evaluation. Due to weather conditions, the patient was instead transferred to (B)(6) and during their time in the emergency department at (B)(6), a CT scan was completed, which revealed air in the cavernous sinus. Cardiac evaluation ultimately ruled out a stemi. There was concern that an air bubble present in the infusion cassette may have not been detected and subsequently entered the patient¿s bloodstream. At this time, they are requesting a full investigation of the home infusion pump to ensure that all safety mechanisms and alarm systems were functioning appropriately. They personally reviewed the pump settings, and they were programmed correctly. Additionally, they reviewed the pharmacy compounding process with the pharmacist at oxford, who confirmed there have been no recent changes to the mixing process for home infusion pumps. Their pharmacy hoods are equipped with video and photo technology to verify accurate and appropriate compounding. Lock level is ll2. Cstd used to fill cassette was chemoclave and spiros. The event occurred while the device was in use with a patient. The operator of the device was health professional. There was patient harm.